Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the remote home monitoring system for this device indicated a potential device issue. The patient was instructed to follow up with their clinic. The local boston scientific field representative was not aware of any further information. The device remains in service. No adverse patient effects were reported.